Event description:
It was reported that during a percutaneous coronary intervention (pci), the maverick2 monorail balloon ruptured. The 90% stenotic lesion was located in the calcified and moderately tortuous proximal left circumflex (cx) coronary artery. The quantum maverick monorail balloon ruptured during the first inflation at 6atms. Subsequently, a maverick2 monorail balloon was used. The maverick2 monorail balloon ruptured on the first inflation at 8 atms. The quantum maverick monorail and maverick2 monorail balloons were being used to post dilate a taxus drug-eluting stent. No patient injuries or complications were reported. Both balloons were successfully removed without incident. The procedure was completed with a different manufacturer's device. In the opinion of the physician, a potential cause of the ruptures may have been the stent.

Manufacturer narrative:
.